Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section ?references") that the pump will alarm ?no disposable" if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
DHR review could not be performed in that no specific product was identified. No serial number was provided., corrected data: h.6. And h.10.

Event description:
It was reported that the patient reports no disposable alarm. No patient injury. No further details provided.